Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom (false detection of a loaded set) caused by a failed downstream sensor. The failed downstream sensor was replaced.

Event description:
It was reported that a spectrum pump falsely detected a loaded IV set. It wa also reported that there was no patient involvement.